Event description:
It was reported that after approximately 6 months of aviator cervical plate implantation the bottom locking ring broke and bottom screws began to back out of vertebral body.

Manufacturer narrative:
Method: visual inspection. Results: no specific details were provided concerning the patient's activities, that could have contributed to the reported event. Therefore, the exact cause cannot be determined. The potential cause is multifactorial in nature. Conclusion: the returned device was confirmed to be a aviator assy three level plate. It was confirmed via visual inspection that one spring bar of the plate was deformed. It was reported that the screw from the bottom left plate backed out of aviator plate. The bottom spring bar deformed. All components were successfully removed. There were no new hazard/harms identified or breach of severity.

Event description:
It was reported that after approximately 6 months of aviator cervical plate implantation the bottom locking ring broke and bottom screws began to back out of vertebral body.